Event description:
It was reported that the ventilator was putting out no pressure with a low pressure alarm while connected to a pt. No reported harm to the pt.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. Initial checkout could not be performed in service due to a no flow condition. The ventilator had audible/visual alarm conditions for disc/sense and lo pres1. Internal inspection revealed the turbine impeller was seized due to apparent water contamination. The turbine was replaced to correct the reported problem.